Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this lot. Investigation summary: although the physical device was not returned for evaluation, two photos were provided for review. The first photo shows a partial view of a clinician holding the drainage catheter, in which a thread is observed protruding from the catheter hub. Fluid droplet was noted near the strain relief component; however, the fluid leak cannot be verified without video/ physical sample. The second photo shows a partial view of a clinician holding the drainage catheter, in which a thread is observed protruding from a small hole in the catheter hub, with visible fluid leakage from the catheter hub hole; however, the fluid leak cannot be verified without video/ physical sample. The investigation is inconclusive for the reported fluid leak issue for both devices, as the provided evidence was not sufficient to confirm the reported issue. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, the patient underwent an ultrasound guided percutaneous drainage catheter placement procedure using navarre opti drain drainage catheter. Post procedure, it was noted that there was leakage in the small hole of sure lok tm. The procedure was completed using another device there was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, the patient underwent an ultrasound guided percutaneous drainage catheter placement procedure using navarre opti drain drainage catheter. Post procedure, it was noted that there was leakage in the small hole of sure lok tm. The procedure was completed using another device there was no reported patient injury.